Event description:
It was reported that a problem occurred with a continuous glucose monitor (cgm), indicated by error 42. There was no available information regarding any impact on the customer's blood glucose level. The customer attempted to reset the pump; however, the error persisted, prompting a decision by technical support to replace the device, as it was still under warranty. The necessary instructions for returning the faulty pump were provided to the customer, including the use of a pre-paid label and return box, though the customer declined to disclose the type of backup therapy they would use.